Manufacturer narrative:
A tear was found in the soft cannula, causing insulin to leak from the fluid path, which may have contributed to the reported event of insulin not being delivered. The cause and timing of the tear could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl at the time of the event. The pod was worn between 4 and 24 hours on their abdomen. An investigation of the device confirmed that there was a tear in the cannula. Treatment information was not provided.